Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit (B)(6) 2009 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of an interrupted diagnostic test. The device settings were not changed prior to the patient leaving the office. No history is available after this date to see if the device settings were corrected.